Event description:
The customer reported that while the unit was in use on a pt, the unit generated a system failure message and shut down. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the main board. The unit was tested to factory specification. It functioned normally and was returned to the customer.